Event description:
During evaluation of a returned homechoice device, a baxter technician determined the hc machine failed fluid volume accuracy testing.  Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation has begun but has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Device was manufactured in october 2011. The device was received and evaluated. A device history record review revealed no issues that could have caused or contributed to the reported issue. Internal and external inspection and a simulated therapy were performed. The homechoice device received a returned instrument testing evaluation. This evaluation included functional and electrical testing of the device. The reported condition was verified during functional testing. The cause of the condition was determined to be deteriorated piston foam. To correct the condition, the piston foam was replaced. The device was serviced to meet functional specification. This issue is currently being addressed through a CAPA. Should additional relevant information become available, a supplemental report will be submitted.